Event description:
The customer reported the table displayed a motion error code message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and software reloaded. The system was then found to be operating as intended.